Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to low blood glucose. The blood glucose reading was 60 mg/dl. Customer stated that her insulin pump delivered 40 units of insulin into her body. Customer stated that she filled her reservoir and about 10 minutes later her insulin pump was beeping, there were numbers on the screen and it was no insulin in the reservoir. Customer stated that her blood glucose started dropping. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.